Event description:
It was reported that a spectrum pump powered off without user input during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A review of the event history log revealed multiple event of improper shutdown messages. An "improper shutdown!" Message indicates that all power was lost from the pump however the log cannot be used to determine if the power was manually disconnected or the shutdown without user input. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.